Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited backup operation due to a hardware reset. No backup-defibrillation operation (bdfo) was available while the device was in backup mode. The patient's device was able to be successfully restored. The patient was stable.